Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of approximately 24 months, a battery depletion was reported and the device was explanted. No adverse pt side effects have been reported.